Event description:
The customer's mother reported that her daughter has had several pods cause "high" (>500 mg/dl) blood glucose because of the cannula falling out. She did not have further details as to dates and times when she called.

Manufacturer narrative:
No product was returned for eval. We are unable to assess product condition. The customer reported more than one occurrence of the cannula dislodging from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns, ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery,¿ and ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted, if it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery.¿ no qualification records were reviewed, because no product lot numbers were reported.